Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3986a, lot# n289326 , implanted: (B)(6) 2013, product type: lead.

Event description:
A consumer implanted for spinal pain reported they were in a car accident around (B)(6) 2015 in which they hit the dashboard and broke their ankle, right hip, nose, their torso was really messed up, and they hurt everywhere after the accident. On (B)(6) 2015 a man physically assaulted the consumer and surprisingly the implanted worked fine, but then they started getting a shock in their brain from the device. According to the consumer the shocking didnt hurt but was just a weird feeling and they may have a problem with one of the leads being fractured from that trauma or maybe there was a short in the lead or something. Following this the battery started to not hold a charge very well and they werent able to charge the battery so the reposition antenna screen was seen and no communication could be established with the patient programmer (pp). The last time the implantable neurostimulator (ins) was successfully charged was around (B)(6) 2015 so the implant hadnt been working for quite a while. Due to other things going on in the consumers life and relocating they hadnt gone in to be seen and were looking for a new doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.